Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that the device was used for a rectum ¿ high anter resection with anastomosis of colon to rectum 7 cm from anal verge. The surgeon reportedly following steps the instructions for use for pre-firing and firing the device. Surgeon used hand tied purse 3-0 pds surrounding the proximal colon. The spike of the trocar was inserted slightly above the staple line. The tissue was reported to be evenly and tension-free distributed in the instrument. The device was fired, bottom ¿ about 1/3 before the bottom line in the gap setting scale. No buttressing material utilized. The stapling line was across the hole circular instrument (which it usually is) the sound of a crunch and also that it seem to go through the material without any problems ¿ creating two ¿donuts¿ that seemed intact. No unexpected noises heard. No forces higher or lower than expected with closing, firing, or opening. There was some difficulty removing the device from the tissue we saw immediately that there were no staples attached and the anastomosis was broken ¿ insufficient all over. The safety pin was removed before firing. The target tissue was fully cut circumferentially. The breakaway washer was all in one piece. Additional time due to the fact that there was fibrosis on the top of rectum and that part was too narrow to use for the instrument. So the device was taken out once and we decided to resect that fibrotic part on the upper level of rectum (about 4 cm). Then the instrument was introduced again. We did not try to remove the red pin or to fire before the final procedure - when we were content with the rectal stump that was supposed to be connected to the proximal descending colon we had the misfire and did not, to our surprise, find any staples in or outside the broken anastomose. The surgery was prolonged by 120 minutes, no reported impact to the patient.